Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient was unsure of the exact event date but stated it had occurred since last (B)(6) 2016.

Event description:
It was reported that during patient use the cleo® 90 infusion set, the cannula and plastic disk on top of the infusion site detached and fell away from the patient body. The adhesive portion of the infusion site remained attached to the patient. The patient reported that they did not experience a major impact to their blood glucose levels as the patient was able to immediately insert a new infusion site and resume insulin delivery. The patient had not noted any issues with the infusion site when the package was first opened. No patient injury was reported and no medical intervention was required. Related MFR #'s: 3012307300-2017-00719, 3012307300-2017-00720, 3012307300-2017-00721, 3012307300-2017-00722, 3012307300-2017-00724, 3012307300-2017-00725, 3012307300-2017-00726.

Manufacturer narrative:
The reported device was not returned for investigation; however, a photograph was provided for review. Examination of the photograph found that the fabric of the cleo® 90 infusion set was pulled away from the base of the site. As no product was returned, a definitive root cause could not be established for the issue observed in the photographs.